Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement took longer to harden than expected. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported the cement took longer to harden than expected. No further information has been made available at this time.